Event description:
It was reported that the dilatation catheter was being used to treat a 90% restenosed stent. Force was used in an attempt to push the balloon across the lesion but it would not cross. The catheter was removed from the pt and the catheter tip was found to be crushed. Strong resistance was not encountered while the balloon catheter was being removed. This report is being filed based on the results of the quality assurance investigation of the device.